Event description:
The concerned person has been attended in the continuous passive motion of the biodex pro 3. The person was very disquietingly and tinkered with the device. The concerned person's left trigger finger intervened between the adapter and the motion mechanical stop of the dynamometer head of the biodex. The concerned person's finger has been swatted and concerned person had to be attended in the ambulance of the hospital. Diagnosis: rip wound on the left finger with partial amputation, left trigger finger, efiphysoloyse of the terminal link.